Event description:
During placement of the excluder bifurcated endoprosthesis, there was a significant amount of blood leakage from the 18 fr cook introducer sheath. The physicians tried several techniques to slow the bleeding. The procedure was completed successfully. The pt received a blood transfusion.